Manufacturer narrative:
Exact date unknown, event occured based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208700, model: sc-2208-70, serial: (B)(4), batch: 171173/171268.

Event description:
It was reported that the patient underwent a procedure wherein the ipg and leads were explanted due to an unknown reason. The explanted ipg and leads were discarded by the medical facility and will not be returned.